Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that insulin pump had scratch across the front middle button, dinged up. The screen was dimmer did not see it in different lightening, screen went black a few weeks ago and had to hard restart. The transmitter battery last for 5 to 7 days. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.